Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed the message "slow gas". Even though the iabp was working, the customer was advised by a getinge employee to switch the iabp when one was available. The customer had called for an iabp to be brought to them from the cath lab. The current iabp was going to be sent to clinical engineering. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed the message "slow gas". Even though the iabp was working, the customer was advised by a getinge employee to switch the iabp when one was available. The customer had called for an iabp to be brought to them from the cath lab. The current iabp was going to be sent to clinical engineering. There was no harm or injury to the patient and no adverse event was reported.